Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the physician attempted to fixate the right ventricular lead. After many attempts, the physician was unable to fixate the lead. A replacement lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 58.1 cm. Visual examination found the helix retracted and clogged with tissue. X-ray examination did not find any anomalies. After cleaning the helix could be extended and retracted normally. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.